Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected. The pump was unavailable for troubleshooting at the time of the call. It was also reported that the pump battery died in the middle of the night and the patient's blood glucose (bg) in the morning was 300 mg/dl with no reported symptoms. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 08/12/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed no evidence of short battery life. The pump was able to power on during testing. Due to an unrelated keypad button response issue, the battery life issue could not be fully tested. The pump cover was opened and moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.